Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: new o2 cell cannot be calibrated, o2 max. 3.2 v. Ref (B)(4). Batch 07082023. Exp 2026-08-07. New o2 cell was installed.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only please note that the previous narrative above needs to be corrected: the device in question was a hamilton-g5 (k193228, brand name: hamilton-g5; version / model / catalog number: 159001) which was distributed in the united states. Corresponding fields were updated. Creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015) and had not yet been implemented in production. An UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number(B)(6). Updated fields.

Event description:
Hamilton medical ag received the following incident description: new o2 cell cannot be calibrated, o2 max. 3.2 v ref 396009/00, batch 07082023, exp 2026-08-07, new o2 cell was installed.